Event description:
Small bowel obstruction: pt was admitted to hosp and underwent a colectomy, mucosal protectomy, endorectal ileal pouch-anal anastomosis and loop ileostomey in 1999. Pt received (3) sheets of seprafilm to the following sites: right and left abdominal wall, pelvic floor, small bowel, under abdominal wall incision, right and left adnexa, uterus and ostomy site. The post-operative course was uneventful and the pt was discharged in 1999 with the following medications: percocet tablets, 1-2 by mouth as needed for pain and prednisone tablets written as a taper form. On post-operative day fifteen, pt presented to the emergency room with complaints of abdominal cramping, nausea, vomiting bilious material and decreased ileostomy output (30 cc's since 7 am). Medications upon admission were imodium whenever possible and prednisone 15 mg/day. Bowel sounds and flatus were present on admission. Test revealed a small bowel obstruction. The admission orders included strict intake and output nasogastric/tube, nothing by mouth (except medications), IV hydration with d5 1/2 ns, hydrocortisone 75 mg IV qd, demoral 75 mg im q30 min. Prn, benadryl 25-50mg IV every night at bedtime whenever necessary, dilauded 2 mg im q3 hors whenever necessary for pain and pepcid. The event remains ongoing as of 2000, the pt was afebrile, vital sings stable and nasogastric/tube was clamped. As of 2000, no abdomincal pain was noted and in 2000 the ostomy site was draining more, but was still not ideal. The pt remains hospitalized at this time. The physician states the event could possibly be related to seprafilm.